Event description:
Pt implanted with nail and blade construct on an unk date. Ten months postoperatively, the pt complained of pain in the leg and returned to the hospital. X-rays showed the nail had broken into three parts. Hardware was removed. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.